Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be completed once the investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision xtra iptium blood glucose meter. Customer reported receiving readings of 350 mg/dl and 85 mg/dl within 10 min. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.